Manufacturer narrative:
Concomitant medical products and therapy dates: model: unknown, scs ipg, implant date: unknown. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) was experiencing residual discomfort in his groin and lumbar region. As a result, the patient was hospitalized from (B)(6) 2017 and his lead was explanted/replaced.